Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer. The leak was described as approximately 2 ml of blue liquid of unknown origin, only during start up, and dried on the counter. The customer was wearing gloves, labcoat and goggles. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(6) 2013, the field service engineer (fse) evaluated the instrument. The field service engineer (fse) replaced leaky tubing with cleanz in it through pinch valve (pv46) to resolve the issue. Failure mode was identified:tubing through pv46 was leaking. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).